Event description:
Device was received at service_repair on 21-jun-2023. The audio processor was sent in for repair due to optical damages and it was not recognized by the fitting software. Initial device investigation showed a damaged/opened housing and a leaking battery inside.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 2 audio processor a leaking battery was detected. The electrolyte oxidized the rechargeable battery contacts and other parts. The damage to the coil and the rechargeable battery inside is most likely caused due to strong mechanical stress. This is a final report.

Event description:
Device was received at service_repair on 21-jun-2023. The audio processor was sent in for repair due to optical damages and it was not recognized by the fitting software. Initial device investigation showed a damaged/opened housing and a leaking battery inside.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.